Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter was experiencing an issue with "other message". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that she manages her diabetes with the insulin pump. The patient stated that on (B)(6) 2011 between 7:00 and 8:00pm, she allegedly obtained a display of "unable to communicate, verify settings" when trying to test with the subject meter. Shortly after, the patient decreased her humalog intake by an unknown number of units in response to the reported issue. The patient denied developing any symptoms or to receiving any medical treatment. During troubleshooting, the cca noted that the patient was unwilling/unable to resolve the alleged product issue. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.